Event description:
Additional information was received that the echocardiogram revealed mostly mild-moderate pvl and no aortic insufficiency.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, prior to the implant of this 29mm transcatheter aortic bioprosthetic valve (tav), a pre-implant transesophageal echocardiogram (tee) was performed and showed aortic stenosis with thickened/calcified aortic valve leaflets on the native valve with restricted excursion and poor coaptation. Protruding calcification was seen near the right coronary cusp. Moderate central aortic regurgitation and mild mitral regurgitation with 2 jets were observed. During the tav implant procedure, the tav was deployed at an implant depth of 5mm on the non-coronary cusp and 8mm on the left coronary cusp. Following the tav implant procedure, a post-operative tee and transthoracic echocardiogram were performed which showed ¿possible¿ mild paravalvular leak (pvl) and ¿possible¿ trace central aortic regurgitation. On the first post-operative day, a tee was performed and revealed mild tricuspid regurgitation and an increase of ¿possible¿ severe pvl. The patient was asymptomatic and no treatment was planned. Of note, the site has very minimal experience with tee of this tav.